Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. The source of this report is literature : shelley m. Oliver md, j. Chris cotetzee md, lawrence j. Nilsson pa-c, kathryn m. Samuelson bs, rebecca m. Stone ms at-c, jacquelyn e. Fritz bs, and m. Russel giveans phd. "Early patient satisfaction results on a modern generation fixed bearing total ankle arthroplasty" foot & ankle international vol 37(2016) 938-943.

Event description:
It was reported in the literature that the patient required fusion for infection. Conversion to ankle arthrodesis. Shelley m. Oliver md, j. Chris cotetzee md, lawrence j. Nilsson pa-c, kathryn m. Samuelson bs, rebecca m. Stone ms at-c, jacquelyn e. Fritz bs, and m. Russel giveans phd. From literature "early patient satisfaction results on a modern generation fixed bearing total ankle arthroplasty" foot & ankle international vol 37(2016) 938-943.